Manufacturer narrative:
Stryker evaluated the customer¿s device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the system pcb assembly. Due to a part obsolescence, the device cannot be repaired. The device was returned to the customer unrepaired.

Event description:
The customer contacted stryker to report that their device would not power on. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.